Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during bolus. The customer stated she pressed act and insulin pump began rewinding. The customer's blood glucose was 150mg/dl. Customer also reported a motor position encoder error alarm. Assisted customer is rewinding the insulin pump. Advised customer the insulin pump will be replaced, discontinue use and revert to back up plan. Customer agreed to return insulin pump.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.